Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. P-cap locked in place properly during testing. Unit was received with battery cap contact missing from original battery cap, in addition to a corroded battery tube. Proceeded to use new battery and battery cap. Thump software was utilized and uploaded trace/history files properly. Critical pump error 63 was found in adapt on 07/27/2025 11:53:20.000. File=2017 line=147. Per software engineering log investigation, pump error 63 was caused by twi interface on main/motor processor. Problem isolated to electronic assemblies. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded no relevant events related to fast battery depletion around the time of the customer's call. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump was received with normal operating currents. Pump was cut open to perform visual inspection and moisture damage was found on electronic assembly. The following cosmetic damages were noted: cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, broken belt clip rails, cracked case ¿ display window corner, cracked case, stained keypad overlay, cracked keypad overlay, missing display window/cover, scratched case, and pillowing keypad overlay. In conclusion, customer allegations with early battery depletion and failed battery alarm were not confirmed when no events pertaining to early battery depletion or failed battery alarms were noted in baat and download history files or during testing. Additionally, critical pump error 63 was found in download history files. Isolate to electronic assembly. However, customer allegations with cosmetic damage to the pump's battery side were confirmed when cracked case (battery tube) and battery tube threads - cracked were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the battery was depleting fast, cosmetic damage on the pump, and a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and the customer stated that no damage to the battery cap contacts, but the customer reported that the battery compartment was damaged. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.